Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 486 mg/dl. The customer¿s blood glucose level was 483, 319, 535, 498, 459, 472 and 316 mg/dl and current blood glucose is 525 mg/dl. The customer was treated with bolus. The customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.